Event description:
It was reported that, during a pacing system analyzer (psa) test, oversensing was noted on this left ventricular (lv) implantable lead. After the lead was connected to the device, the oversensing disappeared. No adverse patient effects were reported.

Event description:
It was reported that, during a pacing system analyzer (psa) test, oversensing was noted on this left ventricular (lv) implantable lead. After the lead was connected to the device, the oversensing disappeared. No adverse patient effects were reported.